Event description:
Initial reporter indicated that they were unable to communicate with a pt's vns generator, therefore, sent them for generator replacement, for end of battery life. The explanted generator was returned for product analysis and met specifications and not at end of battery life, therefore, the allegation is against the programming wand. It is not known what trouble shooting was done for the communication issue. Good faith attempts are being made for add'l details about the failure to program event.